Manufacturer narrative:
The device was received for evaluation. During functional testing, the pump was set for flow accuracy testing at the flow rate of 125ml/hr with vtbi of 125 ml, which had the delivered volume of 116.902 ml and the error percentage rate was -6.478% which was out of the +/-5% specification range but within the +/-(5%-10%) range. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. During evaluation the device it was found to have had a bad speaker. The cause was identified to be a detached speaker. The rear case requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an over infusion issue. The volume to be infused (vtbi) was 30 ml and actual volume infused was 40 ml with a flow rate of 300. This occurred during testing at the biomedical service department. There was no patient involvement. No additional information is available.